Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2014. The patients condition was good post procedure.